Event description:
It was reported that during implant of the left ventricular lead the physician experienced difficulty advancing the guidewire through the lead lumen. There was greater than normal resistance at the lead tip. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the lead appeared damaged at implant.